Event description:
It was reported the hx10 screwdriver broke at the head while inserting a 4.2 mm locking screw into a calcaneal fracture plate during surgery. During insertion of the locking screw, the screwdriver head fractured. The correct drill was reportedly used for the site and the advised technique for locking screws was followed. All fragments were retrieved intraoperatively, and there was no delay to the procedure. There were no known consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The reported event was not confirmed. No product was returned. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.